Event description:
It was reported that the 9800 system had intermittent arcing during a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube and floppy drive were replaced during the svc call. The system was tested and found to be working as intended and put back into service.